Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patel representative reported left side "only minimal liquid between the prosthesis shell and the outer capsular". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, g.2, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion in the surface of the shell.deformation: observed in the device. Red particles in the surface of the shell correct reason for reoperation: "only minimal liquid between the prosthesis shell and the outer capsular."

Event description:
Patient representative reported left side "only minimal liquid between the prosthesis shell and the outer capsular". Device has been explanted.